Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide separation was confirmed. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, during removal of the proglide device resistance was met and the guide of the proglide device detached where the black and silver parts meet. A cut down was performed to open the access site, remove the detached portion of the device and with a surgical suture close the artery achieving hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.